Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater then 600 mg/dl), hi, and 226 mg/dl. Customer took humalog after testing 226 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.